Manufacturer narrative:
Investigation of the returned product determined the cause to be corrosion found on the positive battery terminal and pcb (printed circuit board) . Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted.

Event description:
This MDR is being submitted due to returned product investigation results. During returned product investigation it was confirmed that the returned adc meter did turn on. There was no report of death, serious injury or mistreatment associated with this event.